Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ analysis synthesis: - analysis of the provided expertise files revealed that on 3 november 2022, the password was defined at 13:14. Less than a minute later, the tablet time was manually changed by the user to 11:10. - however, for cybersecurity reasons, a mechanism was introduced in the last software version to avoid password hacking: the password cannot be validated at a time anterior to the time of password definition. - in this case, the tablet time was manually set to an earlier time than the one of the password definition by the user. As a result, the tablet mistakenly considered the login attempt as a cybersecurity threat and blocked the access, leading to the observed behavior. - it should be noted that this software issue can be solved by completely restarting the smart touch tablet. Recommendations: complete tablet reboot to allow login without waiting for system time to be reached. It is recommended to completely restart the tablet, when: the time of the tablet was changed. An unexpected ¿invalid password¿ message is displayed. To perform this action: 1. Keep the power the power button pressed for at least 5 seconds (but less than 20 seconds). 2. Click on ¿shutdown¿. 3. When the tablet is powered off, restart it.

Event description:
Reportedly, after upgrading the tablet to smartview 3.12, the main password was created and the option to allow free access was checked. The password was copied again to allow access but a message indicating that the password was incorrect was displayed. The password was rechecked to see if any errors were made, but it was still rejected. The tablet was turned off and on again, and then the password worked. The same problem already happened once before, but was not reported at the time.